Event description:
It was reported that the patient's battery charger started smoking while charging the batteries. A new replacement battery and charger were sent to the patient. No reports of patient injury are associated with this event.

Manufacturer narrative:
The device is not available for analysis. This report is filed january 31, 2014.

Manufacturer narrative:
(B)(4).